Event description:
The patient received her scs system, including a percutaneous lead, on (B)(6) 2011. It was reported that the patient was unable to turn up stimulation. Diagnostic tests revealed high impedance readings on several lead contacts. It was reported that the patient was reprogrammed around these contacts and reported effective stimulation coverage. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.